Event description:
Additional information was returned on (B)(4) 2014. The patient had always been under psychiatric treatment, which means that in the physician¿s opinion, the vns therapy did not influence the suicide event as the patient has an important psychiatric problem from before implanting the vns. The suicide attempt occurred on (B)(6) 2013 and was not the first attempt. The attempt and assault were not believed to be related to vns. No interventions were taken, but interventions being considered included psychiatric medications and entering the patient to a psychiatric center. The physician believed that vns therapy was effective for depression and seizure control. The patient says she feels pain and wants to retire the vns because she has not improved the seizure, but her mother and physician said otherwise. Vns settings had remained low. The patient was very unstable during medical visits. Device settings were provided.

Event description:
On (B)(6) 2103, it was reported that this vns patient was a patient with psychiatric events characterized by behavior changes based on extreme aggression before vns implantation. In addition, the patient does not have a support network and there are periods when she is off of medication. The patient¿s psychiatric and neurological treatment is inconsistent and is variable. The patient reported that she wants to remove the vns due to lack of efficacy. The patient¿s mother reported that the seizures have decreased very little, almost not at all. The previous saturday, there was a domestic dispute, which erupted in a suicide attempt, attempted assault on the patient¿s family with a knife, and assault on the doctors who cared for the patient. The patient experienced an overdose that resulted from excessive intake of psychiatric medication. Attempts for additional information have been unsuccessful.

Event description:
Additional information was received that the patient¿s suicide attempts were not influenced by vns therapy but rather due to the patient¿s pre-vns psychiatric problems. The report of pain began during the suicide attempt, but the physician believed this was due to the patient¿s psychiatric condition. The physician believed vns therapy was positive for the patient. The pain was in the chest at the generator site and was not with stimulation. The patient feels pain, and she wants to retire the vns because she has not had improved seizure control; however, the caregiver and physician disagree.